Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's husband reported via phone call that the insulin pump had physical damage. The case is chewed up and the buttons are hard to push. The customer's dog chewed on the insulin pump while they were in the shower. The blood glucose reading was 363 mg/dl. The high blood glucose readings were treated with a manual injection. The customer was advised to discontinue use of the insulin pump and to revert to their back-up plan.

Manufacturer narrative:
The insulin pump was received with dog chew marks and a torn keypad overlay.